Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alert 113 (reduced water temperature control) in an arctic sun device. There are extra holes on the fluid delivery line (fdl) they were not using and was not sure if that is what was causing it or not. Flow was 0lpm, inlet pressure (ip) was -0.5psi, circulation pump command (cpc) was 100 percentage, pump hours were 1116.9 and system hours were 1249. Had nurse disconnect and reconnect the pads using proper technique. Device sounded alert 113 (reduced water temperature control). Target temperature was 37c, patient temperature was 42.5c, water temperature was 20.6c, chiller temperature (t4) was 5.6c, mixing pump command was 0 percentage, but when had check flow rate, it was 0lpm, inlet pressure (ip) was -0psi, circulation pump command (cpc) was 0 percentage. Asked nurse to press stop, and start therapy again, but the screen would not recognize touch. Asked nurse to send device to biomed for inspection. Per follow up information received via task on 26may2026, biomed denied receiving this device and suggested it might still be on the unit. Provided nurse contact and unit information.